Event description:
The customer reported that he activated a pod at 12:27am on (B)(6) 2013. His blood glucose was 86 mg/dl. He said he tested positive for ketones. He deactivated the pod at 8:47am and noticed that the adhesive around the cannula was wet with insulin. The cannula also seem short, only about half of the length as usual.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction could have contributed to the reported hyperglycemia. The customer reported that the cannula may not have inserted properly. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery" and "because insulin pods use only rapid-acting insulin, user are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery." It also warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider.